Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an alert became frozen on the touchscreen. Troubleshooting with tandem technical support was performed and the touchscreen remained frozen. Customer's blood glucose level was 172 mg/dl. Customer delivered a manual injection and stated they will continue to use manual injections for insulin therapy.